Event description:
It was reported by the patient's family member that the implantable pulse generator (ipg) needed to be replaced "after only two years." The ipg was suspected of early battery depletion and was replaced. Additional information was received from the physician office which indicated that the atrial lead had "malfunctioned" by interfering with the pacing/sensing. The atrial lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).